Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the display on the external pulse generator (epg) was cracked. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the display on the external pulse generator (epg) was cracked. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) lens was cracked. Analysis also found that both bail covers were missing. (B)(4).